Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's family that the patients heart rate was decreasing and the patient subsequently passed away. Additional information received from the clinician noted the manner of death was natural however the cause was not provided. The clinician also noted that the patient was to undergo an atrioventricular (av) node ablation but passed away before the procedure could take place. At the time of death the patient had an implanted cardiac resynchronization therapy pacemaker (crt-p) device that does not provide tachyarrhythmia therapy.